Event description:
It was reported by service report that the scale readings were off and could not be zeroed resulting in the readings being inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
.